Event description:
The customer reported to olympus that the camera head could not be connected to the camera box and the image was completely blank. When the camera was plugged into the monitor, there were lines on the screen that could not be resolved until the camera was changed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of no image was confirmed; metal pins on the device connector were noted to be damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.